Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient saw smoke coming from the devices during an infusion of an antibiotic with a mainline solution of d51/2 normal saline. The top of the modules were noted to be wet; no leaking was observed from the IV tubing or bag. There was no report of patient harm.

Event description:
The customer reported an unspecified antibiotic initiated at 0106 and a mainline solution of d51/2 normal saline. At 0200 the patient saw smoke coming from the devices with a burning smell. The staff removed the devices from the patient and replaced the set up. The top of the modules were noted to be wet; leaking was observed coming from bag. There was no report of patient harm. The facility biomed performed an internal investigation and found the electrical connection between the pcu and the lvp had an arced causing the burning. . Received a copy of the customer's sus voluntary event report from the FDA, which states ¿antibiotic hung at 0106 on (B)(6) 2017. At about 2am on date of event, the pt noticed the IV pump smoking with a burning smell. He then notified nursing staff via the call bell. The staff then removed the pt from the IV pump and replaced it with another pump. Some of the fluid from the IV solution bag had leaked onto the top of this infusion pump. Upon investigation we found that the electrical connection ¿between the (B)(4) control nodule and 8100 IV module¿ had arced causing the burning."

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
Additional medwatch information provided the customer¿s report that smoke was observed coming from the devices with a burning smell during an infusion was not confirmed. Physical inspection of the device showed that the right iui connector had a crack in the well, near thermal damage around pins 13 and 14, with the plastic melted. The device was also noted to have incidental physical issues that did not contribute to the reported thermal incident but are indications of needed improvement in the customer's cleaning and pm activities. Analysis of the event logs showed no recorded usage at the reported event date and time. The device logs indicated the system was in use on (B)(6) 2017 between 9:51 pm and 10:50 pm, infusing d5 ¼ normal saline at a rate of 100 ml/hr. The pcu alarmed for a channel disconnect and the log recorded the module as having been removed along with a concomitant pump module. The pcu error logs recorded errors that are consistent with thermal activity occurring at iui connections. It is believed based on the recorded error events and the physical evidence of thermal damage at the iui connectors that the reported incident occurred on (B)(6) 2017 at 10:50 pm. Testing found the thermally damaged right iui connector to be shorted at pins 13 and 14. The proximate cause for the customer¿s report is thermal activity at the iui connection between the pump module and the pcu. The root cause for the thermal activity was not identified but is consistent with the report of IV fluid having spilled on the device.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA, which states ¿antibiotic hung at 0106 on (B)(6) 2017. At about 2 am on date of event, the pt noticed the IV pump smoking with a burning smell. He then notified nursing staff via the call bell. The staff then removed the pt from the IV pump and replaced it with another pump. Some of the fluid from the IV solution bag had leaked onto the top of this infusion pump. Upon investigation we found that the electrical connection ¿between the 8015 control nodule and 8100 IV module¿ had arced causing the burning."